Event description:
It is reported that the screw fractured during insertion into the pt's acetabulum. The fragment was recovered and another screw was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.